Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2022-00118.

Event description:
It was reported that the patient underwent a revision approximately 3.5 years post implantation due to pain, swelling, and instability. During the surgery, it was noted that the patellar component had incomplete coverage and there was a small area of necrosis on the center of the patella. The articular surface and patella were exchanged and the surgery was complete without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified signs of use (nicked, gouged, discoloration, micro motion) and the dovetail feature is flared. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tka was performed. Approximately 3 years late, a revision occurred due to pain, instability and swelling. During the revision, the initial components were found to have good stability, but the patella was asymmetrical and did not cover the bony surface. Additionally, bone in the center of the patella appeared to have central necrosis. The articular surface and patella were removed and placed with zimmer components. No complications noted. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total knee arthroplasty without hardware failure. A definitive root cause cannot be determined. According to instructions for use, joint instability is a known inherent risk from the use of the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.